Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced on going intermittent low blood glucose (bg) levels of 42mg/dl to "low" on the continuous glucose monitor due to needing settings adjustments. Customer consumed juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.